Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred frequently between (B)(6) 2026 and (B)(6) 2026. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.